Manufacturer narrative:
It was reported on (B)(6) 2026 that during a whole blood phlebotomy procedure, holes were discovered in blood collection test tubes. The defect was identified while filling the test tubes from the diversion pouch. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on (B)(6) 2026 that during a whole blood phlebotomy procedure, holes were discovered in blood collection test tubes. The defect was identified while filling the test tubes from the diversion pouch.